Event description:
Additional information was received from rep. The revision surgery was performed on (B)(6), where it was found that the battery was flipped, which was corrected. The issue was resolved. There was no issue with the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not working. They tried to reset the system and recheck but it did not make any difference as the recharger was still not functional. Patient compliance may have contributed to the issue. The issue was not resolved. The device will be replaced in the future. Additional information was received: it was reported that the patient's battery activa rc was not charging or the recharger, which is yet to be received, but they tried with two other different demo rechargers and the issues remained the same. The doctor is anticipating an issue with the battery, and we are planning a procedure for the same.